Event description:
During aaa repair in 2007, physician placed a zilver stent inside an iliac leg graft to prevent future kinking. The patient's iliacs were very tortuous. (See also 1820334-2007-00389)

Manufacturer narrative:
Evaluation: still under investigation.